Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition, the reported condition was not confirmed. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the current historical complaint data reveals no trend for a device related failure for this condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The event did not meet the regulatory reporting criteria. Therefore, no enhancements or improvements were generated for the reported condition. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid colectomy .the device did not make the normal audible click.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.